Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant during a transcatheter aortic valve implantation. The valve was successfully implanted at a depth of approximately 3mm at the non-coronary cusp. Two hours after the procedure, the patient developed an atrioventricular (av) block iii. A permanent pacemaker was implanted. The patient status was reported as stable.

Manufacturer narrative:
An event of heart block was reported. There was no reported device malfunction associated with the navitor. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve was implanted at a depth of approximately 3mm at the non-coronary cusp. Two hours after the procedure, the patient developed an atrioventricular (av) block iii. A permanent pacemaker was implanted. Based on the information received, the cause of the reported heart block was unable to be determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.